Manufacturer narrative:
External abrasion breaching the outer insulation and exposing the outer coil noted at 21.8 - 21.9 cm, 24.0 - 24.4 cm from the distal tip, consistent with friction to another device or feature of the heart. The etfe coating was intact at this/these location(s).

Event description:
This report is to advise of an event observed during analysis.